Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
A varian product manager (pm) in (B)(6) reports that at a new installation, the customer is having a continual problem with leaking water. The leak is on the back side of the tube and requires an inspection mirror to see, however, with the pump on and using the mirror, the leak is easily visible. The pm speculates that this leak may be the result of poor stocking/transportation environment with less protection, or possible due to the winter season/cold freeze of the water remaining inside the pipe. There was no report of serious injury associated with this reported malfunction.